Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket retracted in to the catheter lumen, the broken basket wire was protruding out of the distal tip. The basket was able to be advanced with resistance. Liquid was present in the catheter of the device. A yellow residue was present on the distal catheter and there was a dark brown substance on the basket. Upon visual inspection one of the wires on the basket had broken loose from the proximal end of the basket but was still attached at the distal end of the basket. The basket was otherwise intact and no parts of the devices were missing. Under magnification the device did not appear to have been damaged during the buffing process when it was manufactured. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. Upon visual inspection one of the wires on the basket had broken loose from the proximal end of the basket but was still attached at the distal end of the basket. The basket was otherwise intact and no parts of the devices were missing. A definitive cause for this observation could not be determined. If excessive force is applied, basket breakage can occur near the soldered joint. There is no evidence of a manufacturing anomaly. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a procedure to remove gallstones from the biliary tract, the physician used a cook memory ii double lumen extraction basket. It was reported that the nurse checked the condition of mb-35-2x4-8 [device], and it was normal. The physician pushed the memory basket into the cbd, grabbed the stone and pulled it out but when the basket came out of the biliary tract, they found that the basket wire was broken. The physician removed the basket out of the scope, and used a new memory basket to remove the remaining stones and complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.